Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging particles on tubing and mask. The patient reports dry mouth while using the device. Device was cleaned with a dust rug. The headgear and cushion were cleaned every morning with water, one drop of dish soap and then rinsed on a basin. A paper towel was then used. The tubing is cleaned once a week by filling it up with water and rinsed for five to seven times. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.